Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to being unable to power on. Service evaluation verified found the device to power on and off intermittently with no user input. The cause was identified to be depressed battery pins. The rear case was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it powered off without user input. No additional information is available.